Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, after which the device housing separated and the screen bezel/back cover detached, leaving the pump split in half yet still operational; blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no change to therapy aside from arranging a replacement device and instructions to shut down the damaged unit when appropriate, with continued cgm use as needed. Investigation included product assessment through customer interview, review of photos, and logistical actions for replacement and return. Investigation of this device revealed physical damage consistent with impact-related enclosure separation affecting the screen bezel/back cover while core pump function remained intact. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from dropping the device.